Event description:
The manufacturer received information that a trilogy 100 ventilator was returned for service. There was no serious patient harm or injury that occurred or was reported. The device was evaluated at the manufacturer¿s service center. During functional testing, the device failed a repair test. Following this failure, the device was returned to the technician for further evaluation. Additionally, and unrelated to the reportable malfunction, the blower assembly, overhead blower filter, and inlet filter were replaced. The outer enclosure was cleaned. The rubber feet were found to be missing and were replaced. The cable clamp was replaced due to the cord retainer missing or broken. The front enclosure was replaced, and the handle was replaced due to being cracked. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.